Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This is an interim report.

Event description:
The recipient reportedly experienced decreased performance. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual and the photographic imaging inspections. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The reported complaint of decreased performance could not be verified during this analysis. This is the final report.